Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
No button response due to open connector on lcd board. Damaged battery cap coin slot and cracked reservoir tube lip noted during visual inspection. Unable to perform displacement test due to keypad anomaly. Moisture damage noted on motor assembly during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.